Event description:
During the review of the pt's programming history, it was observed that on (B) (6)2007, the pt's settings appeared to be changed due to an interrupted system diagnostic test. There was an observed interrupted sys diagnostic test performed on (B) (6)2006, but was not followed by a final interrogation of the device to confirm device settings.